Event description:
Procedure: splenectomy. Pt sex: unk. According to the info originally reported on 11/8/2006, the device jammed in closed postion during the test cycling. The surgeon then changed the dlu and the dlu worked satisfactorily. However, on the third dlu, the instrument jammed shut on tissues, but the instrument was released without damaging the tissues. The device may have been pried off the tissue with another tool, there was no bleeding.

Manufacturer narrative:
Note: this event was originally reported via asr. However, upon receipt and inspection of the device on 1/15/2007, it was observed that the device was received with slight tissue remnants remaining in the stapler jaws. Therefore, this report was re-evaluated at that time and reclassified as an "adverse event" based on the possibility that these tissue remnants indicate the device was cut off of tissue.